Event description:
It was reported that, an 840 ventilator had failed the oxygen sensor calibration. The ventilator was not in use on a patient at the time the malfunction occurred. The covidien service engineer reported to have re-calibrated the o2 sensor and the unit passed all testing and operates within the manufacturing specifications.